Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 01-may-2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg)-lens glue peeled off by physical stress such as hitting/dropping distal end or chemical stress due to chemicals used resulting in moisture invasion of lg-lens and corrosion. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, the duodenovideoscope had low angulation / free play, scratches on the insertion tube, and the insertion tube protector was cut. The issue was found during maintenance. Inspection and testing of the returned device found that the inside of the light guide lens was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was low angulation / free play, the coating was peeling / scratches were found on the connecting tube, and the image guide protector had a cut. The device evaluation found that the inside of the light guide lens was dirty. Additional findings include the following: the adhesive around the objective lens had wear, the adhesive on the bending section cover was detached, the bending angle in the up / down / right direction did not meet the standard value due to wear of the angle wire, the play of the up / down / right / left knob was out of standard value due to wear of the angle wire, the suction cylinder was shaved, the forceps channel port was shaved, switch 4 had a cut, the protector on the control section side of the universal cord was shaved, the guide pin of the electrical connector was deformed, the light guide cover glass had corrosion, the light guide bundle had breakage. The following had a scratch: objective lens, plastic distal end cap, scope connector cover unit, grip, switch 1, universal cord, and the suction connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.